Event description:
It was reported to philips that the wireless footswitch was defective. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the service quotation was not accepted by the customer and the quotation has expired; no device inspection was performed by philips. No further information has been received regarding the event reported. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. While on site for implementation of fsca 2021-igt-pun-011, the field service engineer (fse) identified that the light emitting diode (leds) on the wireless foot switch (wfs) were defective. To resolve the issue, the wfs was replaced, which also resulted in the implementation of the intended fsca. The system was returned in good working order and ready for clinical use. The wireless foot switch (wfs) was returned for further analysis. Functional testing revealed that the battery indicator did not function as intended. The zenition 70 has been designed to have a built-in redundancy in the form of a handswitch. If the wireless footswitch fails to activate x-rays, then the user can switch to the wired or the handswitch seamlessly to continue and complete the procedure. Hence, the post-market risk assessment indicates that the level of risk remains consistent with the product¿s risk management file for loss of live image as the part is not being monitored. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred without patient involvement and was identifiable prior to procedure commencement. Alternatively, a second (wired) footswitch and handswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.